Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, lot# va1bmjz, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional, via a manufacturer representative regarding blood and fluid ingress in a deep brain stimulation (dbs) lead. It was reported that, per normal surgical procedure, the lead was extracted in order to reinsert the lead in a more optional position for dbs. After extraction, the physicians observed blood and body fluid inside the dbs lead on the distal end. The dbs lead was wiped with sterile gauze to make sure the fluid was not external. The factors that may have led or contributed to the issue were not known. The lead was replaced and the issue was resolved.

Manufacturer narrative:
Analysis of the lead found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.